Manufacturer narrative:
Concomitant product: product ID: 3898, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had blood pressure related complication due to anesthesia. The patient had rebel hypotension despite two doses of voluven, one dose of ephedrine and one dose of neosyneohrine. Anesthesia was interrupted and there was a stop of laroxil and re-intervention. The event resulted in prolongation of hospitalization. The event was resolved.